Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a recharge the implantable neurostimulator (ins) screen on the recharger. A manufacturer representative (rep) told the patient to call to get the ins jumpstarted. The ins had not been charged in about a year. The patient noticed the ins would not charge. Additional information received from the patient indicated the circumstances that led to the inability to charge included that "it did not register properly". It was also noted that nobody knew what it would take, so the patient was getting a new battery implant. No related symptoms were reported and the device was indicated for spinal pain.

Event description:
Additional information received from the patient stated that when the device was in overdischarge the patients activity level was very bad, and the patient was in pain. The patient stated that since surgery for the new ins to replace the one that was unable to charge he is getting good therapy though still waiting for the curgical incisions to heal. The patient stated that despite the ins he still has some limitations, but is getting on ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.